Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in (B)(6)2009. The patient left hospital with an indwelling catheter for three months, now performing self-catheterization, and wearing incontinence pads. The patient saw the surgeon who plans to insert a new sling tape as the first tape has eroded. The patient still has stress and urge urinary incontinence with no improvement since the initial sling procedure.